Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing. Upon review, it was noted that the lv sensing historically is very good. It was recommended to adjust the lv sensitivity. Currently, this product remains in service and no adverse patient effects were reported.